Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: transient elevations of pump power were observed within the submitted log files that were captured during pi events. Review of the submitted log file confirmed low speed events and associated alarms. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue; however, a specific cause for the interruptions in pump function could not be conclusively determined through this evaluation. The report of cosmetic damage of the driveline outer jacket was confirmed through the evaluation of the returned segment. The submitted log files showed multiple intermittent low speed events on (B)(6) 2021. Additional low speed events were captured on (B)(6) 2021, after the reported driveline replacement procedure. All of the captured events occurred while the device was operating on either the power module or mobile power unit. An onsite driveline replacement was performed on (B)(6) 2021 by abbott personnel. The driveline was severed approximately 4" from the exit site and the distal portion was replaced with no issues. It was reported that the patient continued to have low speed events while on a grounded patient cable after the driveline replacement was performed. The approximately 16" segment of replaced driveline was returned for evaluation. The driveline was returned with rescue tape applied to outer jacket from approximately 2¿ to 3¿ and 7¿ to 12¿ from the controller connector. There was damage to the outer jacket beneath these areas of rescue tape. The outer jacket was removed and visual inspection of the underlying layers revealed some wear of the braided shield approximately 3¿ from the controller connector. The underlying wires were unremarkable. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The evaluation of the returned driveline did not reveal a device-related issue that would have contributed to the low speed events confirmed via the submitted log file. It was reported that the patient was placed on an ungrounded patient cable indefinitely. The patient ultimately underwent a pump exchange on (B)(6) 2021 (reference MFR # 2916596-2021-03126). The most recent revision of the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is rev. C. The "pump performance monitoring" section under "patient care and management" addresses damage due to wear and fatigue of the driveline. Section 6 outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot. The heartmate ii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. During a pi event, the pump speed automatically drops to the low-speed limit. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for sudden pi changes include sudden changes in the patient's volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. The heartmate ii lvas patient handbook, rev. C is currently available. This document contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 14jul2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with multiple low speed advisories. The patient was told to remain on battery power until admission. There were multiple instances of mechanical damage noted on the external portion of patient's driveline/percutaneous lead. A log file analysis captured low speed advisories on (B)(6)2021. Speed drops were as low as 6690 rotations per minute. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the pump is connected to a mobile power unit. A percutaneous lead replacement was performed on (B)(6) approximately 4 inches from exit site. After the patient was back on the grounded patient cable, the patient moved around and speed drops occurred. The percutaneous lead repair was confirmed unsuccessful. Log file analysis post percutaneous lead repair captured continued low speed events.